Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The field application specialist reported the customer received a questionable vancomycin result for one patient sample. The initial result from an aliquot was 41.5 ug/ml and was reported outside the laboratory. The repeat result from same aliquot was 21.7 ug/ml. The primary sample tube was then tested and the result was 22.1 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number was 60113801 with an expiration date of 09/30/2015. The field service representative could not find a cause. As a precautionary measure, he ran a check test which was out of specification. He cleaned and lubricated the probe and worm gears. He rebuilt the dosage pipette and wash pipette. He replaced a probe and performed probe adjustment procedure. He repeated the check test which passed. He performed precision testing which passed. Based on the provided information, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As qc results were within range prior to and after the event, a general reagent issue could be excluded.